Event description:
It was reported that the pt underwent device replacement due to early battery depletion. The implantable neurostimulator lasted 13 months. The pt recovered from the event without sequela. Refer to MFR's report#: 3004209178200906004.